Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an unspecified device issue and requested device evaluation. Call backs to the customer to obtain further information were unsuccessful. There was no reported patient or user involvement and no adverse patient/user impact.